Event description:
During cataract phacoemulsification, the handpiece became hot in the surgeon's hand and the tip caused a corneal burn. The pt was referred to a specialist for treatment. The pt has recovered with no further problems.